Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported when powered on a letter v comes up on the screen and when other key is pressed a letter v also displayed.cannot back space to remove the letter v was duplicated during evaluation. The cause was determined to be a failing keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the v key duplicates when other keys are pressed. There was no patient involvement. No additional information is available.